Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including both arms numbness from shoulder to finger tips, bad migraines, fatigue, weight loss, in private area there was a spot that looked similar to an ingrowing hair and then it grew really big and had to go to the ER and after 2 days it was really big that patient had to return to the ER to remove a cyst from it (size of a baseball). There's was an infection that was going down the legs. Patient had to have surgery (minor) to remove 2 of the lymph nodes from the private area due to infection and another cyst needed to be removed from the private area again. A CT scan was performed and it informed of a cyst in one of the ovaries (side unknown) and its the size of a large strawberry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.